Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge septum was covered by a plastic cover and the customer was unable to insert the needle to fill the cartridge with insulin. There was no adverse impact to the customer's blood glucose level.